Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and compromised force sensor. The insulin pump was received with stuck motor error alarm loop during bolus or basal delivery. The motor was tested outside of the device and passed. The unit was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4)

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.